Event description:
It was reported, there was a loss of capture during the capture threshold test. Technical support was contacted and suspected the loss of capture was due to oversensing. No intervention has been performed at this time. The patient was stable and will continue to be monitored. Further information has been requested but has not yet been received.

Manufacturer narrative:
Further information was requested but not received.